Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00702602900, item name: femoral head, lot #: 52211500; item number: 00-6728-085-00, item name: elevated rim liner, lot #: 49158900; item number: unknown, item name: unknown cup, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03654, 0001822565 - 2018 - 03653. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 17 years post implantation due to unknown reasons. Attempts have been made and no additional information is available.

Manufacturer narrative:
After further review, it was determined that this product did not cause or contribute to the event.

Event description:
No further event information available at the time of this report.